Event description:
The customer originally reported that the ls3112 device would not activate. There was no injury to the pt. When the device sample was received for evaluation, it was noted on (B)(6) 2014, that there was 1 broken/missing snap pin. Multiple attempts were made to verify the location of the missing component with the site without success.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.